Event description:
It was reported the insulin pump was not working correctly. Customer's mother stated the device had cracks and when entering carbohydrate the numbers were ramping on there own. Customer's blood glucose was 96 mg/dl. Damage was located on the reservoir window topside. Damage occurred with normal wear and tear. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube and reservoir tube lip. No display ramping on its own noted. The device was received with broken belt clip slot. The device was received with minor scratches on lcd display window. The device was received with all buttons responding properly. However, moisture damage was found at keypad traces.